Event description:
A patient in the ICU with septic shock and a low hemoglobin level was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine and a prismaflex m100 filter. As the nurse was returning the blood in the extracorporeal circuit, blood was observed backing up into the saline bag. The nurse terminated the return of the blood resulting in an estimated blood loss of 152 ml. The patient was transfused with a unit of blood the following morning. Later it was confirmed the return line had been connected by the user to the saline bag which resulted in the blood backing up into the saline bag.

Manufacturer narrative:
Limited information was provided. The prismaflex m100 set was discarded and not available for inspection. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. This event is related to a use error. The operator connected the return line to the saline bag, which resulted in pulling the blood from the patient and returning it to the saline bag. The labelling for the prismaflex control unit provides clear and sufficient instructions on how to connect the patient to the prismaflex control unit and with regard to the proper connection of the lines. Those instructions were not followed by the operator. Gambro does not regard the submittal of this report as an admission of causation or liability.